Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer experienced low and high blood glucose with low blood glucose of 19 mg/dl at the time of the incident. The caller did not mention how the customer treated. The caller did not mention any symptoms. The customer was most likely wearing the insulin pump during the incident. Troubleshooting was not completed as the caller declined. The customer was sleeping during the incident. The customer just wanted the pump replaced. No further information was provided. The insulin pump will not be returned for analysis.